Manufacturer narrative:
(B)(4).

Event description:
The complaint device was received for evaluation. The device was visually inspected and no defects were found. The receiver log was reviewed and confirmed the reported event of a loss of connection. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Additional testing was completed; functional testing was performed and resulted in no failures related to the customers complaint. Also a pairing test was performed with a known good transmitter and passed.

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, patient experienced a loss of connection. Dexcom representative advised patient to reset the device which was unsuccessful for the reported issue. No additional patient or event information is available. It was reported that the patient did not insert the sensor in an approved site according to the user's guide. It should be noted that the dexcom g4 platinum continuous glucose monitoring system user's guide states: sensor placement and insertion is not approved for sites other than the belly (abdomen).